Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral external battery pack has a reduced level of capacity and a detection issue. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral external battery pack has a reduced level of capacity and a detection issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral external battery was returned to resmed for an investigation. Performance testing confirmed the reported issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).